Manufacturer narrative:
E1 - phone number: (B)(6). H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A kink in the zenith flex with spiral-z technology aaa endovascular graft iliac leg placed in the left iliac artery of an 82-year-old-male patient was identified during an expert review of medical imaging provided by the facility. The patient underwent a procedure on (B)(6) 2017 to place the following cook grafts: zenith flex aaa endovascular graft bifurcated main body (catalog #: tffb-28-96-zt) zenith flex aaa endovascular iliac leg graft (catalog #: zsle-20-90-zt) zenith flex aaa endovascular iliac leg graft (catalog #: zsle-20-56-zt) zenith flex aaa endovascular iliac leg graft (catalog #: zsle-20-74-zt). At some point, the left common iliac artery graft (zsle-20-56-zt) occluded and a right to left femoral to femoral cross over graft was placed. However, the zenith flex aaa endovascular graft bifurcated main body remains ¿widely patent.¿ imaging was provided to plan for a custom fenestrated cuff to address a type ia endoleak on the zenith flex aaa endovascular graft bifurcated main body (tffb-28-96-zt). The patient will require a reintervention to address the type ia endoleak. It is planned to use a custom fenestrated cuff during the reintervention. No other information can be provided regarding the patient¿s medical history. Expert review of medical imaging provided by the facility was completed, in which kinks in the left zsle-20-56-zt and zsle-20-74-zt, an aortic dissection related to the tffb-28-96-zt, an occlusion of the left zsle-20-74-zt and a type 1b endoleak of the right zsle-20-90-zt, were identified. This report captures the kink in the left (zsle-20-74-zt) found on imaging review. Additional reports have been submitted under patient identifier: (B)(6).